Event description:
Was the product used in the surgery? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: damage on plastic package of item. Discovered when they were preparing for take it into or. The physical product and photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and attachment "picture". Visual examination revealed that the carboard packaging of the corail amt collar size 10 has the plastic film torn on the rear side. Additionally, the package was found scratched underneath the damaged film. No other defects that could have contributed to the reported event were observed. A manufacturing record evaluation was performed for the finished device [3l92500 / 5585096] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The root cause of the complaint condition cannot be traced to a manufacturing issue. Once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. The observed condition of the packaging, is consistent with an unintended contact with a sharp corner or another object has rubbed against the box. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. The overall complaint was confirmed as the observed condition of the corail amt collar size 10 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3l92500 / 5585096] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint (B)(4). B3: date of event is an unknown date. Follow-up is being conducted for additional information. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that plastic packaging was damaged prior to use.